Event description:
Boston scientific received information that the communicator was not powering on. Upon examination, it was noted that the power cord had melted on the outside with a bubble down the middle where the green light was. A new communicator and power cord were sent to the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.